Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a hip arthroscopy the twist drill flex crvd broke inside the patient. The surgeon tried to remove the remains of the piece from the patient; however it was not possible since it was in a narrow space. The procedure was completed by using a smith + nephew backup device with a delay of less than or equal to 30 min. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: sudden starting and stopping of the drill bit in the bone may cause drill bit breakage. Maintaining guide alignment throughout drilling is required to ensure drill bit integrity. A clinical investigation concluded that based on the limited information provided the root cause of the reported breakage could not be determined. The material for the device is 17-4 ph stainless steel and is manufactured and intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.